Event description:
It was reported the patient underwent surgical intervention due to intermittent stimulation. Intra-op, an impedance check was performed on the leads and no anomalies were found. As a result, the doctor decided to explant and replace the patient's ipg (with a different model).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.